Event description:
During a laparoscopic cholecystectomy procedure, the instrument ejected clips prematurely. The surgeon used another device to complete the procedure. The hosp has reported that no pt injury occurred.